Event description:
It was reported that: "the pump was working "fine" all through the last 2 days and during the ohs case in the or. They unplugged the pump from ac power to transport to the unit. The pump alarmed for running on battery shortly after that. Then about 5 minutes later the pump alarmed for 20 minutes of battery left. Then almost immediately after that it alarmed for 10 minutes left and immediately after that again for 5 minutes left. Then the pump powered down almost immediately after the 5 minutes alert. They quickly switched to a second pump and were able to transport to the unit without further issues. There was no patient injury or consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint of short battery runtime is not able to be confirmed. No part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported that: "the pump was working "fine" all through the last 2 days and during the ohs case in the or. They unplugged the pump from ac power to transport to the unit. The pump alarmed for running on battery shortly after that. Then about 5 minutes later the pump alarmed for 20 minutes of battery left. Then almost immediately after that it alarmed for 10 minutes left and immediately after that again for 5 minutes left. Then the pump powered down almost immediately after the 5 minutes alert. They quickly switched to a second pump and were able to transport to the unit without further issues. There was no patient injury or consequence.